Manufacturer narrative:
Corrected section: e2 - 'health professional?' Changed to no. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a optical sensor failure alarm and a poor signal quality message. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a optical sensor failure alarm and a poor signal quality message. There was no reported injury to the patient.